Event description:
The customer reported that the multi-gas unit is giving incorrect readings that are too low and the unit was unable to be calibrated. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2014, customer reported the multigas unit was giving low co2 reading. Customer was unable to calibrate. Service requested: repair. Service performed: evaluation. Investigation result: nka repair center evaluated the device. The reported issue could not be duplicated. Device was able to calibrate after the warmup time per operator's manual. The reported issue with "low co2 reading" could not be duplicated. Repair report noted no issues with co2 readings. This notification was the first service record for this device. Review of the device history record (DHR) shows that the unit has no history of CAPA ncmr, refurbishing, or other suspected defects (see DHR review in notification folder). The root cause of the reported issue could not be determined. Corrected information: d10. Device available for evaluation? Return date h3. Device evaluated by manufacturer? Evaluation summary incorrectly selected .

Manufacturer narrative:
The customer reported that the multi-gas unit is giving incorrect readings that are too low and the unit was unable to be calibrated. No patient harm was reported. Investigation results: could not confirm customer complaint. This unit was warmed up for 30 minutes and calibrated with no issue. This was repeated several times. Never had an issue with the co2 reading low on this unit. Possible root cause may be user error in improper calibration/use of the device. Extent of troubleshooting performed by customer is unknown. Contributing factors to inaccurate/low co2 readings include: (1) incorrect sample line used as use of the unit with a sample line which is not supported may lead to inaccurate readings, or (2) incorrect positioning of the line, which may cause the line to become obstructed with condensation and skew the co2 values. As the sample line and placement was not verified to be correct with the customer, and evaluation was unable to duplicate the problem or find any issues with the device, possible root cause of the incorrect readings is likely due to user error.

Event description:
The customer reported that the multi-gas unit is giving incorrect readings that are too low and the unit was unable to be calibrated. No consequence or impact to the patient.